Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
When the surgeon was attempting to drill the threaded headed pin into the tibial cutting guide, the drill was faulty and the pin driver and pin start to wobble. This caused the pin to break inside of the pin drive.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database did not identify trends of device failure. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the submitted devices confirms the threaded headed poin is stuck/frozen in one of the cutting block holes and has broken. The broken pin fragment is lodged inside the pin driver. The suspected root cause is attributed to not having the pin fully seated in the pin driver before applying power. Based on suspected misuse as the root cause and no trend of device failures, a need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the submitted devices confirms the threaded headed point is stuck/frozen in one of the cutting block holes and has broken. The broken pin fragment is lodged inside the pin driver. The suspected root cause is attributed to not having the pin fully seated in the pin driver before applying power. Based on suspected misuse as the root cause and no trend of device failures, a need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.